Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed, where it was observed to leak. The timing and cause of the observed cannula tear could not be determined. Inspection of the download data found no timeouts or drive stalls, nor any hazard alarms were generated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room and later admitted to the hospital with hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 684 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea and vomiting. The patient was treated with intravenous (IV) fluids and IV insulin drip. The pod was removed at the hospital. The patient was discharged on (B)(6) 2025.